Event description:
The customer stated that the gas spring for the top left cover of the commander parallel processing center (ppc) is not engaging as expected and the lid does not stay open. There was no report of injury.

Manufacturer narrative:
Result (gas spring). The issue was resolved by replacing the gas spring. Abbott field svc engineers routinely check the gas springs on the top left cover during preventative maintenance svc calls. A review of the complaint history for ppc for the time period of 2006 through 2008 did not identify any other complaints related to this issue. This is a final report.